Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. The transverse aortic arch measured 26 mm in diameter. It was reported that, approximately two years and eight months post index procedure, a CT revealed a proximal type I endoleak. The CT revealed that the transverse aortic arch now measured 33 mm in diameter. The physician elected to perform debranching of the great vessels and to implant an additional stent graft. The event was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.